Event description:
Primary stability achieved, no osseointegration. Bone resorption, peri-implantitis, infection, pain, swelling, fistula, inflammation. The implant was placed in a gap existing since 10 years. Good bone quality. Initially good healing, no symptoms. After 4 weeks swelling, infection, osteolysis around the implant.